Event description:
Caridianbct optia disposable tubing set broke in centrifuge during plasma exchange resulting in blood spill and loss of patient blood. The tubing set was from lot# 02r3219, expiration 02/01/2011. Blood loss to patient was approx 185ml.